Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic after hearing tones from the implantable cardioverter defibrillator (ICD). Upon interrogation it was found that another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements from two days earlier. In the office the impedance measurement was high, but with range. Since sensing and threshold measurements were within normal limits, the alert was increased and they will continue to monitor the patient. No adverse patient effects were reported. The ICD and rv lead remain in service.